Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter (pm) was observed in the transfer set tubing. The pm was described as "something lie powder". This was identified by a physician at the hospital. The transfer set had been in use on the patient for approximately six months. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that white residue was loose inside the silicone tubing. The white residue has been identified as fatty acid (likely calcium stearate, calcium carbonate and small amount of carbonyl ¿ based material). The white residue is not a component of the transfer set. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.